Event description:
My child is a type 1 diabetic who use the dexcom g7. Since we started on the g7, we have had nothing but headaches. We have frequent high readings, but when we test his sugar manually it's with in normal ranges. The last 3 sensors we've used the unit gave us false low readings for hours. When we tried to calibrate the sensor, it wouldn't take the corrected number. As of today, (B)(6) 2025, we contacted my sons doctor and they gave us another prescription for the dexcom g6. We used the g6 sensor for about 3 years before switching to the g7 and we had very little issues. Hecc:1905. Dpc: 2440. Reference report mw5178287, mw5178288.